Manufacturer narrative:
On 4/14/2021, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 3.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/23/2021, it was reported to mentor that the date of implantation was (B)(6) 1988. The patient experienced swelling, pain and malposition of the implants. The patient experienced bilateral capsular contracture baker grade IV with distortion of the pocket and malposition worse on the right versus the left side. Both implants were ruptured. There was a fluid collection in the pocket. Cd30 immunohistochemistry, alk, and flow cytometry revealed no evidence of breast implant associated large cell lymphoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, a statement was added to the product investigation: ¿swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on 5/12/2021, it was decided to add code surgical intervention to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) after clinical/secondary review of this file performed on (B)(6)2021, it was decided to add code surgical intervention to more accurately capture the reported event.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and suffered from bilateral rupture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 550cc on (B)(6) 2021. This medwatch is for the left breast implant.